Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported that the doctor used a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small in the procedure and inserted the sheath with the dilator. Afterwards as he wanted to remove the dilator from the sheath, the yellow hub broke off from the sheath and the plastic was separated. The yellow hub was therefore pulled off on top of the dilator. They then had to replace the sheath. No patient consequences. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damages or anomalies on the sheath and vessel dilator also, the brim cap was detached from the hub. The application of adhesive was visible into the brim cap. The hub components were inserted into the vessel dilator. All units are inspected prior to leaving the facility to avoid this type of damage. The issue reported by the customer was confirmed. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported that the doctor used a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small in the procedure and inserted the sheath with the dilator. Afterwards as he wanted to remove the dilator from the sheath, the yellow hub broke off from the sheath and the plastic was separated. The yellow hub was therefore pulled off on top of the dilator. They then had to replace the sheath. No patient consequences. Additional information received indicates the sheath was used on the patient for the procedure, the issue happened right after the doctor went transseptal. There is no report of air entering the patient¿s body. Approximate volume of blood that was lost was not reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).